Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device used for treatment and not diagnosis. Product has been in use since (B)(6) 2011. Product was received at service and repair on (B)(4) 2012. Service and repair determined that product was mpa-missing parts. Service and repair was able to repair the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because 2 locking drill guides with tissue protection sleeves were missing 2 pins each. The product was received at service and repair who conducted a visual evaluation and repaired and returned to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
It is reported that 2 locking drill guides with tissue protection sleeves were missing 2 pins each. The device did not malfunction during surgery while being used on a patient. Product was received at service and repair and was able to be repaired. This is report 1 of 2 for this event.